Event description:
It was reported that the thresholds on the right ventricular (rv) lead had risen since implant four months ago. The patient was dependent and the physician chose to replace the lead. The lead was explanted and replaced. It was also reported that during the replacement procedure the left ventricular (lv) lead dislodged. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant medical products: 419478 lead implanted: (B)(6) 2007; 6949 lead implanted: (B)(6) 2007. (B)(4).